Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail had been bent. The technician replaced the side rail pin rod to resolve the issue.